Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 31 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. The fracture appears to be at distal end of the suture sleeve tie-down area. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
Boston scientific received information that this left ventricular lead was fractured. The pacing impedances had been increasing and were out of range. The damage appears to be near the suture sleeve. During the explant of the lead a portion of the lead was surgically abandoned, while the other portion will be returned. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.